Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that when the stylet was removed, the stent dislodged and remained on the stylet. The device was not used on the pt. No additional event or pt info is available.

Manufacturer narrative:
Results - a definitive root cause for the stent dislodgement in this case cannot be determined. Evaluation summary: quality assurance analysis revealed that the catheter was returned without blood and with contrast in the inflation lumen. The stent was loose on the balloon and between the markers. There was no damage noted to the stent. The balloon was tightly folded. The balloon had crimp marks on it. There was a kink 4 mm distal to the end of the guide wire exit notch. There were no other damages noted to the catheter. There are no kinks or damages noted to the liner member or tip. A stylet and orange sheath were returned on the catheter. The tip seal length was 1 mm. This met manufacturing criteria. Using a laser micrometer, the stent outer diameters were measure and were oversized. These did not meet manufacturing criteria. The inner diameter of the flared end of the returned orange sheath was measured with a pin gauge. Product performance engineering reviewed the incident info and analysis of the returned device. It was reported that when the stylet was removed, the stent dislodged from the delivery system and remained on the stylet. Results from quality assurance analysis of the returned rx vision coronary stent system (css) noted that the stent was loose on the tightly folded balloon, between the marker bands. It is possible that the dislodged stent was placed back over the balloon in preparation for transit back to abbott. Stent crimp marks were observed on the folded balloon. A kink was noted along the distal end of the guide wire exit notch. The kink is most likely the result of how the device was prepared for transit back to abbott for analysis, as no damage was reported as being observed during the pre-use inspection. No other damage was noted to the stent or delivery system. The tip seal length and the inner diameter of the protective sheath were measured and found to be within the manufacturing specification. Yet, when the crimped stent outer diameter was measured, the dimensions are oversized. However, since the crimped stent outer diameter is verified 100% at the time of this MFR, this over-sizing most likely occurred at the time of dislodgement, as it is expected that the stent would expand during travel over the balloon. Additionally, all online testing for this lot met the stent security criteria, which would indicate the unit had adequate crimp. Potential causes of dislodgment, as observed in pasts incidents, may include improper or inadequate crimping at the time of MFR, positive pressure during prep, negative pressure during sheath removal or forced sheath removal. A definitive root cause for the stent dislodgement in this case cannot be determined. A review of the finished device lot history record did not reveal any non-conforming material reports. Additionally, a query of the complaint-handling database was performed and there have been no similar complaints reported with this part number/lot number combination. All stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units subjected to a stent movement test to verify stent security. This MDR is considered closed by the product performance group.